Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Doctor reported via email that the insulin pump alarmed multiple times for power error detected during normal use. The user replaced the battery but the alarm would come back. Blood glucose value is unknown.